Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2019, during on an unknown procedure, the surgeon was not able to tighten an unknown proximal femoral nail antirotation (pfna) distal locking screw. It is unknown if there was a surgical delay. Patient and procedure outcome were unknown. Concomitant medical products: pfna nail (part# 472.262s, lot# 2656051, quantity 1). This report is for one (1) unk - screws: nail distal locking. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unknown screws: nail distal locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during on an unknown procedure, the surgeon was not able to tighten an unknown proximal femoral nail anti-rotation (pfna) distal locking screw. It is unknown if there was a surgical delay. Patient and procedure outcome were unknown. Concomitant device reported: pfna nail (part# 472.262s, lot# 2656051, quantity 1). This report is for one (1) unk - screws: nail distal locking. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).